Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence with concurrent cystourethroscopy.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal/revision on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent revision of mid urethral sling on (B)(6) 2013 due to urethral obstruction.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention, urinary tract infections and incontinence.

Manufacturer narrative:
Date sent to FDA: 01/25/2019. No additional information was provided.